Event description:
On 10/16/24 an ilet user reported they experienced a low blood glucose (bg) event requiring ems to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user experienced a severe hypoglycemic event, with their bg dropping below 40 mg/dl after inputting multiple breakfast announcements. The user lost consciousness from 9 am to 3 pm and was unable to respond. Upon regaining consciousness, the user called 911, and ems arrived to treat them at home. The user did not go to the ER at that time. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the first low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00591.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date that followed three breakfast meal announcements in a two-hour period. Device data also showed that 21 units were primed during this period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. Evidence of excessive meal announcements was found on the event date and previous days. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user announcing multiple meals that were likely in excess of the carbohydrates they were eating, resulting in an excess of insulin. It is possible that the user remained connected to the tubing when completing the tubing fill process, further contributing to their hypoglycemia, as the user has reported this being the cause of their other hypoglycemic event. However, this was not mentioned in the description of this event, and the user declined to provide additional information, so this cannot be confirmed.